Event description:
A (B)(6) with wound drainage after cervical foraminotomy (B)(6) 2012 for cervical radiculopathy without sign or symptom of myelopathy. Taken back to the operating room (B)(6) 2012 for wound eval for csf leak. A leak was strongly suspected but could not be identified in surgery. The two level foraminotomy was converted into a laminectomy of partial c6 and complete c7 in that a partial thickness tear was suspected in this region. Again no drainage of spinal fluid could however be found. Given reports of duraseal causing problems of expansion, the neurosurgeon was aware of, extra care was made in hemostasis and in using a tiny amount of the product. Specifically 3 cc of the 10 cc provided was utilized which was enough to place one thin covering the exposed dura. The pt two days later (B)(6) 2012 developed a new myelopathy causing severe weakness, numbness and loss of proprioception in the lower extremities. An MRI was obtained.